Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient got an oor message on their programmer. They read the ins with the 8840 and measured electrode impedance and therapy impedances. Previous therapy impedance was: l side: 1154 ohms and 1.1ma; r side: 1025 ohms 1.1 ma. Current l side was 1218 o 0.994; right side was 1092 o 1.107. No interventions were made, the message cleared after the device was read with the 8840. The issue had resolved. The rep had spoken with tech services and would keep on eye on the device, but it had resolved. Additional information was received: it was reported that the rep had interrogated with the device and the patient was doing fine with recharging, and impedances were also fine. The caller reported an alert message on their 8840 that said: "the deliver amplitude maybe lower than the selected amplitude for one or more program." They also stated the cause of the oor was unknown. Additional information was received: it was reported that the oor was only one instance. Additional information was received from a manufacturer representative (rep) indicating that the caller saw an oor on the patient programmer. The caller was walked through clearing the message so they were able to use the patient programmer to turn off his therapy. No symptoms were reported. This occurred on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that no troubleshooting was done for this event. The cause of the oor was unkno wn. The message had cleared, but they would not call the issue resolved since they don't know why it was happening. There were no further complications reported.